Event description:
The customer reported the sys is displaying a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power control cable assembly, monobloc assembly, and power motor relay board. Sys operates as intended. (B) (4).